Manufacturer narrative:
Bleeding is a known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. It is noted to correct any identifiable coagulopathy with fresh frozen plasma, vitamin k, protamine, or platelet transfusions. The root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Device remains implanted.

Event description:
It was reported via the clinical study database, that the patient was seen in the clinic (B)(6) 2016 and reported dark stools. The patient was admitted to the hospital for suspected gi bleed. Labs showed that the patient had a 13 decrease in hct. He was transfused with one unit packed red blood cells (prbc). Gi was consulted and an upper endoscopy was done on (B)(6) 2016 which did not reveal the source of bleeding. Anticoagulation was resumed with a decrease in inr goal to 1.5-2.0 and aspirin was discontinued per the facilities protocols. Inr became therapeutic and heparin drip was discontinued. No additional information available.